Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information is not available. Based on the information available, a definitive cause for the reported death could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the patient death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article: mitra-fr vs. Coapt: lessons from two trials with diametrically opposed results. No additional information was provided.